Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a system check one week post-implant this right ventricular (rv) lead exhibited high pacing threshold measurements and decreased sensing amplitude; a microdislodgement was suspected. A revision procedure was performed however the physician was unable to obtain stable measurements so the lead was explanted and replaced without consequence. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The complete lead was returned severed in two segments 5.5 cm from the terminal pin with set screw marks in the appropriate location. The helix was extended with dried blood/body fluid in and around the helix mechanism. Continuity testing was performed and found the lead segments were electrically continuous. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement or changes in sensing and pacing thresholds.